Event description:
It was reported the patient presented to the emergency room complaining of nondescript pain with each heartbeat. Device interrogation was performed and it was noted the device had experienced an electrical reset and was noted to possibly be associated with the installation of a car radio. The device had been programmed to vvi65 due to the reset which resulted in pacemaker syndrome. The device was reprogrammed and symptoms resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).